Event description:
It was reported that a malfunction alarm occurred with the pump, displaying malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appears again, and they acknowledged and understood the instructions.